Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2015, lot number c26967, for permanent contraception. During the placement procedure hcp (health care professional) noticed a fluid deficit. Procedure was aborted and tubal ligation performed. No perforation noted at time of tubal ligation. The essure device was not opened. Follow up received on (B)(4) 2015: reporter stated that the essure procedure was aborted because the patient had a fluid deficit during the hysteroscopy. The doctor visualized the 2 tubal ostia. The essure package was opened but not used. Because of the fluid deficit, the doctor converted the essure procedure to a laparoscopic tubal ligation. Ptc investigation result was received on 06-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record c26967 (production date 28-feb-2014 and expiration date 28-feb-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 08-jun-2015 from physician: patient had complications from hysteroscopy and not from essure. She was three months post partum at time of attempting insertion. Cervical dilatation and general anesthesia were used. It was difficult to visualize tubal ostium. There 1900 ml of fluid loss during insertion and the procedure took more than 20 minutes. It was unable to place essure due to suspected ruptured of uterus during hysteroscopy. Perforation and hospitalization was denied. Laparoscopy was performed. There were no other complications. Reporter did not relate events to essure. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient, who had a attempt to insert essure (fallopian tube occlusion insert) and it was reported fluid loss during hysteroscopy 1900ml (considered as systemic leakage). It was unable to place essure due to suspected ruptured of uterus during hysteroscopy, but perforation and hospitalization were denied. The event systemic leakage is serious due to medical importance and listed in the reference safety information for essure. Systemic leakage of fluids may occur during difficult and prolongated essure insertions. The physician reported that patient had complications from hysteroscopy and not from essure. However, since the event was related to essure insertion procedure, company considers the reported event as related to essure use. In this case, tubal ligation was performed due to failed insertion as contraceptive method and a laparoscopy was performed. This case was upgraded to incident due to required intervention performed. An updated product technical analysis is expected.

Manufacturer narrative:
Case considered closed on 11-sep-2015 company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient, who had a attempt to insert essure (fallopian tube occlusion insert) and it was reported fluid loss during hysteroscopy 1900ml (considered as systemic leakage). It was unable to place essure due to suspected ruptured of uterus during hysteroscopy, but perforation and hospitalization were denied. The event systemic leakage is serious due to medical importance and listed in the reference safety information for essure. Systemic leakage of fluids may occur during difficult and prolongated essure insertions. The physician reported that patient had complications from hysteroscopy and not from essure. However, since the event was related to essure insertion procedure, company considers the reported event as related to essure use. In this case, tubal ligation was performed due to failed insertion as contraceptive method and a laparoscopy was performed. This case was upgraded to incident due to required intervention performed. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.